Event description:
It was reported that a spectrum pump over-infused during the treatment of a patient in the intensive surgical area. The drug being delivered was cleviprex. The pump was programmed to infuse at 2ml/hr and that the 50ml infusion was delivered "within minutes." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.